Manufacturer narrative:
The reported issue was reviewed by medtronic personnel. The review found there was an early termination of an image acquisition. It was noted that the issue was not systemic as the site was able to continue with the footpedal of the imaging system. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1; number of persons adversely affected: 0.

Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. It was identified the even lots showed 3d exposure error. The atp board was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system had an early termination error when they attempted to use the handswitch. Site needed to continue their case with the foot pedal. There was no patient impact reported.

Manufacturer narrative:
The atp board was returned to the manufacturer for analysis. Through functional, performance, physical, and usability inspection no failure was found with the atp board. If information is provided in the future, a supplemental report will be issued.